Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had printing defects. This occurred on 8 occasions before use. The following information was provided by the initial reporter: when opening the shelf carton, a part the packages were black and printing defect occurred. Also no printing on a half of products.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received four unopened units from lot number 9193917. In addition, five photographs were received which displayed similarities to that of the returned units. Upon visual inspection the defect of package print permanency was confirmed as there was no print visible on the top package of the units. It was also noted that red tape was observed on the bottom side of the packages. The red tape is used when a new roll of bottom webbing is being installed. Splicing helps align and put the new bottom webbing into the machine. This was physical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the inspection process. The operator of the machine equipment has the responsibility to monitor and separate any rejected defects. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had printing defects. This occurred on 8 occasions before use. The following information was provided by the initial reporter: when opening the shelf carton, a part the packages were black and printing defect occurred. Also no printing on a half of products.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received four unopened units from lot number 9193917. In addition, five photographs were received which displayed similarities to that of the returned units. Upon visual inspection the defect of package print permanency was confirmed as there was no print visible on the top package of the units. It was also noted that black tape was observed on the bottom side of the packages. The black tape is used when a new roll of bottom webbing is being installed. Splicing helps align and put the new bottom webbing into the machine. This was physical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the inspection process. The operator of the machine equipment has the responsibility to monitor and separate any rejected defects. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had printing defects. This occurred on 8 occasions before use. The following information was provided by the initial reporter: when opening the shelf carton, a part the packages were black and printing defect occurred. Also no printing on a half of products.